Event description:
It was reported that an ilet cartridge leaked, and the user completed a change-cartridge sequence correctly; blood glucose was affected with a reported high of 190 mg/dl lasting about one hour without use of backup therapy or ketone testing, and no medical intervention was required. Symptoms included transient hyperglycemia. Outcomes included temporary elevation of blood glucose without lasting impact. Investigation included communication with the user and analysis of information provided. The cartridge was requested for return. Investigation revealed a leakage of insulin caused by a component failure of the cartridge.